Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the device is not operating properly. The patient said it was stuck on a particular setting and shocking him inadvertently.